Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient did not wear their mask. The patient was treated with cefazolin ip (dose and frequency not report) and was retrained in aseptic technique. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information for the exact date of the onset of peritonitis was unknown, however, the patient was diagnosed in (B)(6) 2013. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.